Event description:
It was reported that the user¿s continuous glucose monitor stopped providing readings on the ilet, leading the user to enter blood glucose values by glucometer and resulting in ilet dosing stopping until glucose data resumed. Symptoms included hyperglycemia, with a highest reported fingerstick value of 224 mg/dl. Outcomes included temporary interruption of automated dosing and the need for user blood glucose entry until sensor replacement. Investigation included review of device logs and troubleshooting with education on sensor replacement and pairing. Investigation of this case revealed that the continuous glucose monitor (cgm) sensor had reached expiration, which explained loss of readings and subsequent dosing suspension; after cgm replacement and pairing, the system connected and displayed a glucose value of 154 mg/dl, and the sensor entered warmup as expected. It was concluded, based on previously established findings for similar reports, that the cause was normal sensor life-cycle expiration and use-related factors such as not starting a new sensor addressed through troubleshooting and education.